Event description:
It was reported that during evaluation, the motherboard failed and could not be turned on. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor pca and capacitor. Based on the conclusion of the investigation, it was determined that this was a malfunction of the processor pca and capacitor. The processor pca and capacitor were replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.